Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 23-oct-2024 in the pump history file. (B)(6) 2024 00:29:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:34:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:39:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:44:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:49:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2250 (0.225 u) bolusamountdelivered: 2250 (0.225 u) (B)(6) 2024 00:54:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) (B)(6) 2024 00:58:30.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) (B)(6) 2024 00:59:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 01:04:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 01:09:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4500 (0.45 u) bolusamountdelivered: 4500 (0.45 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 23-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-(B)(6) 2024 08:35:53.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2024 04:00:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 04:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly, sensor error alert or lost sensor alert noted. Sensorerroralert (801) - not confirmed. Lostsensor1alert (780) - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was possible overdelivered, and low blood glucose. The customer reported a blood glucose value of 57 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884l, mmt-332a, mmt-242a, and mmt-7040a. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer responded that the device will be returned. A product return was requested for mmt-332a. The customer will discontinue using the device, and the customer responded that the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 23-oct-2024 in the pump history file. On (B)(6) 2024 00:29:29.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2024 00:34:29.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2024 00:39:29.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2024 00:44:29.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2024 00:49:35.000 normal bolus delivered (220). Bolus programming method: cl1autobolus (9). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 2250 (0.225 u). On (B)(6) 2024 00:54:43.000 normal bolus delivered (220). Bolus programming method: cl1autobolus (9). Normal bolus amount programmed: 4000 (0.4 u). Bolus amount delivered: 4000 (0.4 u). On (B)(6) 2024 00:58:30.000 normal bolus delivered (220). Bolus programming method: cl1glucose correction plus food bolus (8). Normal bolus amount programmed: 15000 (1.5 u). Bolus amount delivered: 15000 (1.5 u). On (B)(6) 2024 00:59:31.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2024 01:04:29.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2024 01:09:43.000 normal bolus delivered (220). Bolus programming method: cl1autobolus (9). Normal bolus amount programmed: 4500 (0.45 u). Bolus amount delivered: 4500 (0.45 u). Unable to verify customer's daily total of all insulin delivered surrounding the event date of 23-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no auto suspend alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-oct-2024 in the pump history file. On (B)(6) 2024 08:35:53.000 alarm alert notification (40), fault number: sensor error alert (801), on (B)(6) 2024 04:00:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780), on (B)(6) 2024 04:10:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly, sensor error alert or lost sensor alert noted. Sensor error alert (801) - not confirmed. Lost sensor 1alert (780) - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.